Event description:
It was reported that the patient with this pacemaker experienced arm pain since implant. As of this time, this pacemaker remains in service. No adverse patient effects were reported.